Event description:
Information received from the field does not address the patient's clinical status but notes that during a trans- telephonic monitor follow-up, magnet application observed loss of ventricular capture. When seen clinically, the device would not interrogate.